Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level of 580 mg/dl. The customer did experience any symptoms such as nausea. Troubleshooting was done for high blood glucose. The customer was treated with glucose monitoring and syringe insulin for high blood glucose. The customer was wearing the insulin pump within 48 hours during the hospitalization. Drive support cap appears to be normal. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.